Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further noted that the issue with the drilled leg is consistent with excessive side load being applied during use, causing the cutter to flex and come in contact with the neuro-tip leg. The issue with the bearings is consistent with normal wear over time. The assignable root cause was determined to be due wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a drilled neuro tip leg and the device was running at 123.3 degrees which is above the operational temperature specifications of 118 degrees. It was also noted that the bearings were worn out and corroded causing the device to exceed the operational specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.